Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient received cephalosporin(dose, frequency not reported) for treatment. At the time of this report the patient had not recovered from the event. On an unreported date, dianeal therapy was withdrawn. The reporter declined to provide further information. No additional information is available.